Manufacturer narrative:
Block e1: address 2: (B)(6); reported here as the address exceeded the character limit, block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the use of a second stent to complete the procedure,

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral uncovered stent was used in the intestinal tract during an intestinal stent placement procedure performed on (B)(6) 2024. During the procedure, after deploying the stent, the "tip had burrs" which pricked the mucosa and resulted in bleeding. The stent could not be removed from the patient. Another wallstent enteral was implanted to complete the procedure. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h11 has been corrected. Block e1: address 2: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the use of a second stent to complete the procedure. Imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: only the delivery system was received for analysis; the wallstent enteral was not returned. Visual inspection revealed no damage to the delivery system. Product analysis could not confirm the reported event of stent material deformation and stent difficult to remove. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU) / product label. Furthermore, hemorrhage (minor) is documented within the IFU as potential adverse event associated with the used of this device. However, there is insufficient information regarding the cause of the reported stent material deformation. Additionally, since the stent was not returned and the delivery system was received in a good condition, the investigation could not confirm the allegation. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral uncovered stent was used in the intestinal tract during an intestinal stent placement procedure performed on (B)(6) 2024. During the procedure, after deploying the stent, the "tip had burrs" which pricked the mucosa and resulted in bleeding. The stent could not be removed from the patient. Another wallstent enteral was implanted to complete the procedure. The patient's condition following the procedure was reported to be stable. ***additional information received on september 12, 2024*** it was reported that damaged wires were noted on the edge of the stent. The physician attempted to remove the stent from the patient using snares and forceps.

Manufacturer narrative:
Blocks b5 and h6 (device code) have been updated with the additional information received of september 12, 2024. Block e1: address 2: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Imdrf impact code f2301 captures the use of a second stent to complete the procedure, imdrf device code a150207 captures the reportable event of stent difficult to remove. Block h11: only the delivery system was received for analysis; the wallstent enteral was not returned. Visual inspection revealed no damage to the delivery system. Product analysis could not confirm the reported event of stent material deformation and stent delivery system difficult to remove. A labeling review was performed, and from the information available, this device was used per the instructions for use (IFU)/product label. Furthermore, hemorrhage (minor) is documented within the IFU as potential adverse event associated with the used of this device. However, there is insufficient information regarding the cause of the reported stent material deformation. Additionally, since the stent was not returned and the delivery system was received in a good condition, the investigation could not confirm the allegation. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation that a wallstent ng enteral uncovered stent was used in the intestinal tract during an intestinal stent placement procedure performed on (B)(6) 2024. During the procedure, after deploying the stent, the "tip had burrs" which pricked the mucosa and resulted in bleeding. The stent could not be removed from the patient. Another wallstent enteral was implanted to complete the procedure. The patient's condition following the procedure was reported to be stable. Additional information received on september 12, 2024: it was reported that damaged wires were noted on the edge of the stent. The physician attempted to remove the stent from the patient using snares and forceps.